Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc glucose meter. Initially, the customer reported that their meter was dropped in water and as a result, the meter would not turn on when the button was pressed or when the test strip was inserted. A replacement meter was ordered but the customer called back to report that the replacement was not received therefore, the customer was unable to monitor their blood glucose. As a result, the customer experienced tiredness and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional and received unspecified medical treatment and no further information was reported. There was no report of death or permanent injury associated with this event.